Manufacturer narrative:
Event site full name: (B)(6) regional med ctr at (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure alarm occurred. All attempts at regaining the fiber optic (fo) arterial pressure (ap) were unsuccessful. The getinge representative guided them in disconnecting the fo connector and utilization of the inner lumen of the iab with a transducer for the ap source. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a